Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The actual device used during the procedure was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy the shaver blade was spreading metal pieces in the patient's joint. According to the surgeon two metal pieces were grinding against each other and metal pieces spread all over the joint. It extended the surgery time because the surgeons had to spend time getting all the pieces out of the joint. The surgeon can't confirm that all the pieces are retrieved. A different shaver blade (part number unknown) was used to finish the surgery successfully. It was not necessary to switch the surgical technique or do a second surgery. Update 23 nov 2018: the surgery took 1 hour longer than "initialy" planned. We requested further information if all the fragments are retrieved but we did not get a 100% confirmation of this. Statement of the sales rep (arthrex dk): the surgeon was able to retrieve the metal pieces. I do not have an x-ray so we cannot be 100% sure that everything was retrieved. The facility discarded the device but will send in a unused device of the same batch for evaluation.